Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was found to be accidently left in monitor only for the past two years. There was an allegation that the device failed to issue an alert through the latitude remote monitoring system. A review of the latitude alert history confirmed that an alert was sent to the physician however it was accidently dismissed by the account. The device was reprogrammed back to monitor + therapy and remains in service. No adverse patient effects were reported.